Event description:
Ater 2 months, the patient reports loose implants, new schiner. Non-integration.

Event description:
Ater 2 months, the patient reports loose implants, new schiner. Non-integration.